Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was approximately 600 mg/dl. Pump supplies were changed and a correction bolus was delivered. Elevated bg continued. Customer was hospitalized and insulin injections were administered. Elevated bg was resolved and customer was discharged the same day with no permanent injury. Customer required no further assistance from tandem technical support. Reportedly, tandem clinical diabetes specialist and the customer reviewed the different types of infusion sets that were available to use.